Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+0.5/086 (sphere/cylinder/axis), into the patients left eye (os) on 25-aug-2022. The lens was reported as excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion, corectopia and peripheral anterior synechiae (pas) (developing in multiple areas). The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+0.5/086 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The lens was reported as excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion, corectopia and peripheral anterior synechiae (pas) (developing in multiple areas). The lens was explanted on (B)(6) 2022 and the problem was resolved. The surgical explant of the lens went well and postoperatively the patient had recovered to a bcva of 1.2 with the following script: -10.75/-1.25 x150. The patient will be monitored and the lens was discarded. D6a: on (B)(6) 2020. Claim#: (B)(4).